Event description:
Message left by consumer: I recently bought a box of your tampons and have had 2 faulty tampons, 1 without strings out was sufficient just pulled a tampon out and there were. One loose string that was floating about inside of me and then 1 with bill attached which was so dangerous. So I just wanted to see if you having problems with me or him but just kind of freaked me out the box obviously is faulty. I wanted to see what you could "you" about this box as well. E mail follow up from consumer: what kind of tampons did you purchase? Regular tampons with applicator, 16 count. Could you give me the lot number stamped on the side of the package? F353091 and 4501651368. Where did you purchase this product? (B)(6). How long have you been using this product? Years. Can you describe exactly what happened with the product? Pulled tampon out if its wrapper for use and didn't have a string. Took it apart and tiny thin string looked like it never was there. Second incident same box.. Pulled out a tampon and there was an extra piece of cotton stuck inside me (photo). How many tampons had this issue? 2 so far! Eleven tampons left in box. Have you stopped using the product? No. Did you contact or visit a doctor or hospital? No.